Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the phenomenon (loss of image depending on the position of the cable) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In regards to e311 error code, it is presumed that the e311 error occurred because the image was not displayed due to cable failure and the white balance could not be adjusted due to total darkness. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image loss depending upon position of cable was not confirmed. In addition, there were cuts and piercing damage on the cable unit. An e311 (scope communication) error was displayed. There was a loss in image due to defective video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the hd autoclavable camera head had random failure. There was a loss of image depending upon the head cable position. The event occurred prior to the procedure. There was no report of patient harm.